Event description:
Pt reports the last few times they have been having issues with their pump. Pt reported they pump will state the infusion is done but there still approximately 30ml in the bag that the home health rn will withdraw and administer. Pt also reported they curlin pump runs out of battery quickly, even though they placed new batteries in it. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 50gm. Gammagard liq soln indication: chronic inflammatory demyelinating polyneuritis; polyneuropathy, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.